Manufacturer narrative:
The bumper tip of the device showed slight signs of damage to the distal edge of the tip. This damage is consistent with resistance being encountered on advancement of the stent delivery catheter type of through a calcified lesion site. A visual and tactile examination of the mid-shaft section found one midshaft kink at the port entry site. This type of damage is consistent with excessive tensile force being exerted on the delivery system. (B)(4).

Event description:
Reportable based on device analysis completed on 30-aug-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right radial artery. The de novo target lesion was located in the left anterior descending artery. Following pre-dilation, a 2.25 x 12 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed. No patient complications were reported. However, returned device analysis revealed proximal stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found slight damage at the proximal edge of the stent with struts on the first row flared. The damage noted may have occurred during withdrawal attempts of the device. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. As part of the examination, the balloon was inflated to nominal pressure and subsequently to rated burst pressure with no restrictions noted. No issues were observed with the balloon wall. No issues were observed with balloon deflation at both the proximal and distal end of the balloon. No balloon leak or balloon pinhole was noted as stated in the complaint report. No leaks were noted in any part of the delivery catheter. The bumper tip of the device showed no signs of damage. A visual and tactile examination found several kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The outer extrusion, inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Reportable based on device analysis completed on 30-aug-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right radial artery. The de novo target lesion was located in the left anterior descending artery. Following pre-dilation, a 2.25 x 12 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed. No patient complications were reported. However, returned device analysis revealed proximal stent damage.